Manufacturer narrative:
On 08/24/2015, a medtronic representative performed an imaging system check-out, all areas passed except imaging modalities test failed. Interface cable bad. The medtronic representative confirmed umbilical cable was replaced by the site and the representative stayed on-site until an o-arm 1000 imaging system procedure was performed. Issue resolved. Return requested. Replacement mvs interface kit shipped to site. Medtronic investigation of returned suspect mvs interface kit confirms the reported problem "frame rate error." Mvs cable fails gbit bench testing. Cable passed 100t and continuity testing (despite the ground lugs being removed.) Gbit failed due to damaged cat 5 (blue) communication cable. Electrical failure - malfunction, communication/black status on 09/18/2015 a medtronic representative, following-up at the site, understood that the patient was under anesthesia and the procedure was in progress. Issue resolved. No further issues have been reported.

Event description:
A site representative reported that their imaging system was giving an image frame rate error during a spinal fusion procedure. The patient was having issues ventilating and the surgeon opted to halt the procedure. The site representative noted that the imaging system not working properly was a contributing factor to the decision to abandon the surgery. In trouble-shooting, the site had re-booted the imaging system twice, however, the issue persisted. The medtronic representative instructed them to shut-down both the image acquisition system (ias) and the mobile viewing system (mvs), disconnect the umbilical and re-boot the imaging system. At that point the system said "connected - not ready" but they could not move past that message. No further details were provided.

Manufacturer narrative:
Per further engineering review, the umbilical cable was confirmed to have failed, resulting in the reported incident by the customer. This issue was addressed by a CAPA. Review of the CAPA investigation found that both misuse of the cable and inadequate strain relief contribute to the observed failures in the field. When a user pulled on the jacket of the cable, instead of the connector, increased stress was applied on the cable. Without adequate strain relief, provided by the collet and tie wraps, the wires inside the cables were able to move applying stress to the wires resulting in failure. Design changes to the cable, including mounting of the cable in the lemo connector to increase the pull-out force, changing the collar clamp nut from plastic to metal, and applying potting material, were implemented. A risk assessment was completed for this CAPA. Based on the assessment, the predicted probability of harm values and the calculated probability of harm values showed that there was no increased risk, and that the residual risk remained acceptable.